Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has a history of progressive high channels since (B)(6) 2009: channels 10 and 11 were noted to be "hi" at that time; he was reprogrammed successfully. (B)(6) 2010 revealed the addition of channels 4 and 9 as being "hi", channel 10 read "ok", again he was reprogrammed with success. In (B)(6) 2010, "hi" status on channels 4, 10 and 11 and poor auditory perception was reported. Reprogramming was not successful. An integrity test was requested at that time but the pt was unable to keep the appointment until (B)(6) 2011. Testing at that time revealed "hi" status on channels 4, 8, 10 and 11, channel 9 still "ok" but still gives poor percept thus not included in the map. Fluctuations in voltages during facial movements were significant during single channel measurements on several electrodes. Speech perception testing has deteriorated. No history of trauma to the implant site was reported.